Event description:
The customer reported the system intermittently would not complete boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The following components were replaced: rtos, gpos, cpu, hard drive ps1 and ps2 power supply and all related cables. The system was then found to be operating as intended.